Event description:
It was reported the remote monitoring transmission for the device had an observation that no battery voltage measurements of the device were taken or available for the transmission date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.